Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brushing teeth and the head dropped off, just the little brush bit that rotates, metal pin at the top seemed to have come adrift [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while brushing her teeth with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill crossaction dropped off, and it was just the little brush bit that rotates. She reported she fixed it but it had been repeated, even though it was a fairly new brush head, and the metal pin at the top seemed to have come adrift. No symptoms developed. The consumer reported she had been using oral-b electric toothbrushes for many years. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported she could not scratch the logo off the brush head she was using at the moment. No symptoms developed. No further information was provided.